Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens damage by the injector therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens implantation procedure, the lens haptic became broken, torn, or missing, and the lens was damaged by the injector. The surgeon stated that when injecting the lens, it became trapped, causing the septa to break. The lens was reported due to haptic rupture during the injection process. Additional information has been requested.